Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low glucose (glum) results generated by the unicel dxc 600 pro synchron clinical systems on two samples. The initial results triggered critical reruns and obtained results were higher. The specimens were re-tested on a different instrument which gave higher results as well. The low results were not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
The instrument was not performing within qc specifications. No qc data was provided. A field service engineer (fse) was dispatched: the fse inspected the instrument and found bubbles in the reagent lines. The fse removed the bubbles and cleaned and primed the cup. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.